Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 due to infusion set adhesive failure where the infusion set tape was not sticking due to swimming and was treated by insulin pen.